Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the pump powers up normally and displays verify screen, unable to duplicate the complaint. The display is dim/fading/reddish. The battery cap is stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.